Event description:
It was reported that an ilet pump displayed a pairing failed alert when used with a dexcom g7 10-day sensor, after which guided troubleshooting was performed including verification of the sensor code and toggling between g6 and g7 settings, resulting in the pump displaying a sensor warmup countdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the pump and cgm, associated with the device¿s electrical and magnetic subsystem including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.